Event description:
It was reported that within eight (8) minutes of treatment with a revaclear 400, the patient experienced chest tightness, rash, and itchy skin. Treatment was discontinued and the patient was administered dexamethasone 10mg. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.